Manufacturer narrative:
A complaint investigation (failure analysis) and determination of root cause was not possible. The complaint could not be verified due as a product sample was not returned in order to verify the complaint. Based on the customer reported failure ¿lack of suction¿ its possible this complaint was as a result of a defective vacuum assembly or possible broken suction elbow. However, without testing it was not possible to verify. Should the product be returned for analysis the complaint will be reopened and evaluation will be completed.

Event description:
A neuro coordinator reported that the suction of the c7000 cusa clarity console would not work during an unspecified procedure. The team worked on the problem for at least 30 minutes and still the device would not work. There was no adverse effects on the patient. The surgeon used another device to complete the procedure. The date of the incident was unknown.